Event description:
New information was received indicating that the ventricular tachycardia (vt) was later broken via therapy. There was a long delay in providing appropriate therapy. The patient was shocked multiple times, some appropriate, some inappropriate, and at times needed therapy but wasn't provided with therapy due to diagnosing as supraventricular tachycardia (svt).

Event description:
New information indicated that the device delivered inappropriate shock/therapy due to the device inappropriately identifying supraventricular tachycardia (svt) as ventricular tachycardia (vt) and later inappropriately identifying vt as svt. Device reprogramming was made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate shock/therapy. No further information was provided.